Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm verified the issue by testing the pressure, vacuum calibrations and the compressor. The scroll compressor was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
After a getinge service territory manager (stm) completed repairs on the cardiosave intra-aortic balloon pump (iabp) based on a previously scheduled service call, the iabp displayed, "start up failure 14." There was no patient involvement, and no adverse event was reported.